Event description:
The customer reported that after the first seal cycle, the device would no longer open. The instrument was cut from tissue with a second device. There was no blood loss and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.